Manufacturer narrative:
Updated short description.

Manufacturer narrative:
Updated brand name and catalog item.

Event description:
It was reported or found during investigation that the battery was drained and/or did not work.